Event description:
Additional information was received from the manufacturer representative (rep) stating that the extensions and leads were explanted on (B)(6) 2020.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: 1: product ID: 3389s-40; lot#: va25cf3; implanted: on (B)(6) 2020; explanted: on (B)(6) 2020; product type: lead; product ID: 3389s-40; lot#: va25cf3; implanted: on (B)(6) 2020; explanted: on (B)(6) 2020; product type: lead; product ID: 3708660; lot# serial#: (B)(6); implanted: on (B)(6) 2020; explanted: on (B)(6) 2020; product type: extension; product ID: 3708660; lot# serial#: (B)(6); implanted: on (B)(6) 2020; explanted: on (B)(6) 2020; product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 08-oct-2022, UDI#: (B)(4), product ID: 3389s-40, serial/lot #: (B)(4), ubd: 08-oct-2022, UDI#: (B)(4), product ID: 3708660, serial/lot #: (B)(4), ubd: 26-jun-2024, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 26-jun-2024, UDI#: (B)(4). Patient code: (B)(4) pertains to the 2 extensions (s/n: (B)(4)). Patient code: (B)(4) pertains to the 2 leads (lot #va25cf3). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead wires were eroding through the skin in the scalp. It was unknown what, if any environmental/external/patient factors, may have led or contributed to the issue. An MRI has been performed. Additional information was received on 2020-oct-26 reporting the physician stated the skin around the patient's incision was abnormally difficult to close, which may have contributed to the infection. The patient had an infection around the extension connector. The leads and extensions were removed and the patient will be re-implanted again in 2-3 months.